Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual cf-xz1200l/I operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual cf-xz1200l/I reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the air supply volume did not meet the standard value, due to clogging of the nozzle the water supply volume did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip, the adhesive on the bending section cover rubber had white-clouded area, the plastic distal end cover had a dent, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope had a poor air/water supply/intake. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the air/water tube had foreign objects in it, and the nozzle had foreign objects in it. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.